Event description:
Csr found bed and had no power to bed. Rep stated that he power cord was pulled from the pcm board, damaging the power cord connector, no injury, rep replaced the power cord to repair this bed.